Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. For the reported event, approximately three years and two months post deployment, the patient underwent filter retrieval. A cook ivc retrieval kit was used to snare the filter. Despite multiple attempts it appeared that the filter hook was embedded within the wall of the ivc. Rigid forceps were advanced through the sheath and used to flexor the hook of the ivc filter away from the caval wall. A gooseneck snare was advanced through the sheath and used to snare the hook of the filter. The filter was then removed from the sheath. Therefore, the investigation is confirmed for retrieval difficulties. Per the provided medical records, the filter hook was embedded in the ivc. This most likely resulted in retrieval difficulties. However, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the event indicated that model md800f filter was difficult to remove. The filter hook was reportedly embedded in the vena cava wall. The filter was retrieved percutaneously. This report was received from one source. The event involved a patient with no known impact to the patient. The (B)(6) year old female patient was (B)(6) lbs.